Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, initial interrogation observed the device to be in back-up code a and vvi pacing at 70 ppm. The device was reprogrammed to the previous settings and came out of the back-up mode, but when end session was pressed and the device was re-interrogated, it reverted to back-up mode.